Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. It was reported that an update statement was run on the reports table which in turn updated the study tag for all rows to one study tag. Customer support updated the database to/from backup and confirmed functionality. There were no reports of patient injury. (B)(4).